Manufacturer narrative:
An investigation was initiated following the review of a scientific publication "evaluation of the sensititre yeastone and etest in comparison with clsi m38-a2 for antifungal susceptibility testing of three azoles, amphotericin b, caspofungin, and anidulafungin, against aspergillus fumigatus and other species, using new clinical breakpoints and epidemiological cutoff values" written in brazil by . Melhem et al. Which documents performance issues of several etest references including etest itraconazole it 32 ww s30 - 412380 ( lot not specified) when testing aspergillus sp. ---investigation--- complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the claimed issue as a trend for the etest itraconazole it 32 ww (ref 412380). Customer data analysis: for the study described in this article, mic values were determined at 100% instead of 80% of inhibition as described in etest package inserts. In addition, the broth micro dilution (bmd) reference method used in this study to compare the etest mic was a commercial bmd which is not the eucast reference method. Therefore, the bmd ranges used are not correlated to etest ranges (0.002 ¿ 32 g/ml) and all the mics obtained by etest products in the limits of the bmd cannot be compared directly and need to be excluded from ea (essential agreement) calculation. The performances reported for this etest product (it 32) are then considered as off label and will not be investigated deeper. ---conclusion--- the investigation did not identify any product performance issue for etest itraconazole it 32 ww (ref 412380). Complaint trending did not identify any trend of erroneous results for this product. The analysis of the article indicates off-label use etest itraconazole it 32 ww (ref 412380) as the customer was not reading the results according to the instructions included in the package insert.

Event description:
Intended use: etest is an agar-based gradient technique for quantitative antifungal susceptibility testing (afst). The system comprises a predefined concentration gradient of a specific antifungal agent which is used to determine the minimum inhibitory concentration (mic), in g/ml, that inhibits the growth of the test organism under defined testing conditions. Description of the issue: this complaint has been created internally following the review of a scientific publication "evaluation of the sensititre yeastone and etest in comparison with clsi m38-a2 for antifungal susceptibility testing of three azoles, amphotericin b, caspofungin, and anidulafungin, against aspergillus fumigatus and other species, using new clinical breakpoints and epidemiological cutoff values" written in brazil by . Melhem et al. Which documents performance issues of several etest references including etest itraconazole it 32 ww s30 - 412380 ( lot not specified) when testing aspergillus sp. The publication reported five (5) very major error (vme) and one (1) major error (me) when using the etest itraconazole it 32 ww s30 - 412380. Moreover, a gap between the performances claimed and those highlighted in the article is observed : itraconazole (itc): ea = 82,8% (53/64) ca = 90,6% (58/64) vme n=5 me n=1 ( documented in this complaint) performance claimed : ea = 94 %. Anidulafungin (and): ea = 66,7% (14/21) ca = not applied ( documented in cn-426388) performance claimed : ea = 96 %. Voriconazole (vcz) ea = 87,3% (48/55) ca = 36,4% (20/55) me n=33 mie n=2 ( documented in cn-426369) performance claimed : ea = 99 %. Amphotericin b (amb): ea = 82,1% (69/84) ca = 95,2% (80/84) me n=4 ( documented in cn-426372) performance claimed : ea = 90 %. The publication indicates that the isolates were originally recovered from 106 patients of hc-fmusp, brazil. There is no indication that the results have been used for medical decision. This discrepancy was reviewed for vigilance reporting according to 21 cfr 803 concerning medical device reporting. Biomérieux internal standard operational procedures states that a false susceptible result could have a negative influence on the treatment decision. An inappropriate treatment could be prescribed resulting in treatment failure. This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. Moreover, the reference 423502 which is equivalent of the itraconazole it 32 ww s30 - 412380 - is sold in the united states market. A biomérieux internal investigation will be initiated.